Event description:
It was reported that while using the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg that there was insufficient vacuum in two tubes. No patient impact.

Manufacturer narrative:
Investigation summary bd had not received samples, but three (3) photos were provided for investigation. The photos were visually evaluated showing the amount drawn into the tube is below the fill line on the tube label. Additionally, one hundred (100) retention samples from bd inventory were inspected with 0 visible defects. A draw test was performed at the manufacturing site on 10 retention samples. All tubes met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.